Event description:
The foley was found to be leaking on the floor. The rn did not identify where the leak was and I am not going to open the bag and look for leaking area. This is a continuation of similar issues we have been reporting.